Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 107 mg/dl and 109 mg/dl. Verified storage of product is within instructed spec since they are kept in bedroom. Test strip lot MFR's expiration date is (date) and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 106mg/dl (B)(6) 2015 06:46pm; 163mg/dl (B)(6) 2015 12:26pm; 104mg/dl (B)(6) 2015 11:07pm; 231mg/dl (B)(6) 2015 10:54pm; 52mg/dl (B)(6) 2015 06:09pm. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).